Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6)2009; inratio: 1.3; lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 2.1, mean: 1.70, confidence-limits: 1.2-2.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Investigation on returned products revealed that customer used expired strips for inratio testing. Based on memory, customer utilized strip lot 080730a in december. Visual inspection revealed contamination on heater plate. Functional testing on returned meter indicated no product deficiency. Strip lot #080730 in complaint expired on the last day of november 2009. No trend analysis is required. No corrective action is required at this time as no product deficiency was established.